Event description:
It was reported that following his sling procedure, the patient's sling was removed. The reason for the sling removal is unknown. The patient was implanted with another continence device on (B)(6) 2016 . No patient complications were reported in relation with this event.